Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the image difficulty. The video image flickered and contained static. The switches worked intermittently, and there was no ID data transmission or narrow band imaging function. The device passed the leakage testing. There was evidence of fluid invasion and corrosion in this scope connector and electrical connector unit. The image difficulty was determined to be due to fluid invasion. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that the video image was completely lost during a diagnostic colonoscopy. The colonoscope was withdrawn from the pt and the procedure was completed using a different, but similar device. There was no pt injury reported.